Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes nurse practitioner called to report that a customer was hospitalized due to diabetic ketoacidosis (dka). She stated that the daily totals history screen showed 0 units had been delivered for six days. The caller wanted to know if the unit could've turned off. Advised her that several things could've happened, but troubleshooting would need to be conducted. She stated that she reviewed the alarm history, and saw no alarms during the time in question. Troubleshooting could not be conducted as the caller did not have the insulin pump with her. Advised her to call back with the device or have the customer call at his/her convenience. Nothing further was reported.